Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was erased. Additionally, a reset alarm occurred. The user's blood glucose level was 197 mg/dl. The user successfully loaded a new cartridge and would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the reported reset alarm was verified, the alleged missing history could not be verified, and a different issue was identified.